Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On an unreported date, in the month prior to this report, the pt was hospitalized for peritonitis. The cause of the peritonitis event was unknown. On an unknown date, the pt was treated with unspecified antibiotics. Sixteen days after admission to the hospital, the pt passed away (B)(6). The use of death was unknown. It was not reported whether the pt had recovered from the peritonitis event prior to death. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A review of all batch record documents was performed for potentially associated lot numbers h13j08115 and h13k26107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).